Manufacturer narrative:
The patient effects will be filed under a separate medwatch report #. The device was not returned for evaluation. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects are being filed under a separate medwatch report #. The UDI is unknown because the part and lot #s were not provided. Article: title: the hypercholesterolemia paradox in percutaneous coronary intervention: an analysis of a multicenter pci registry.

Event description:
It was reported through a research article identifying xience v that may be related to the following: patient death, thrombosis, myocardial infarction, hemorrhage, neurological deficit. This article summarizes clinical outcomes of 1866 patients that were treated with xience v stents. Specific patient information is documented as unknown. Details are listed in the article, titled "the hypercholesterolemia paradox in percutaneous coronary intervention: an analysis of a multicenter pci registry."

Manufacturer narrative:
(B)(4).